Event description:
A consumer reported that following an intraocular lens (iol) implant surgery she experienced a dark curved line to the right of her vision. Additional information was received from the surgeon's office manager who reported the patient developed posterior capsular opacification and a laser capsulotomy was performed. Following the yag procedure, the patient reported her vision has improved. The office manager also reported the reason for the patient's visual concern was related to the patient "adapting to the lens." The patient's ucva is now 20/25.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root causes. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).